Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Distal end: bacillus sp. And staphylococcus aureus (4 cfu/endoscope) suction channel: staphylococcus non aureus (99 cfu/endoscope) ir/water channel: staphylococcus non aureus (24 cfu/endoscope) auxiliary water channel: staphylococcus non aureus (60 cfu/endoscope) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with the olympus automated endoscope reprocessor, etd4 (not available in the USA), using peracetic acid. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.